Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose level was 69 mg/dl. Customer stated they were unsure if they pressed a button down for 3 minutes or longer. The insulin pump was exposed to a change in altitude. The customer stated keypad may on rare occasions become unresponsive for up to 45 minutes. Customer stated they were not able to clear the alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with stuck button alarm due to moisture damage at electronic assembly noted.